Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified shaft cracking at a punched hole of the unit. This cracking extends into the interior of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported shaft break occurred. The expel¿ drainage catheter with twist-loc¿ hub was implanted during a biliary drainage procedure in (B)(6) 2014 with optimal results. A tomografia axial computerized (tac) was performed 1 week after implantation and the second tac control performed after three weeks were respectively positive. In (B)(6) 2015 (45 days later) a third tac revealed the device broke in 3 pieces at the curl of the drainage catheter. It was noted that the drainage was in no traction / tension once implanted. (B)(6) 2015 the proximal part of the drainage catheter was removed, the physician did not attempt to remove the 3 detached pieces from the patient. Two days later, further control was made, and found the broken portions had passed naturally. No patient complications were reported and the patient's status was stable.

Event description:
It was reported shaft break occurred. The expel¿ drainage catheter with twist-loc¿ hub was implanted during a biliary drainage procedure in (B)(6) 2014 with optimal results. A tomografia axial computorizada (tac) was performed 1 week after implantation and the second tac control performed after three weeks were respectively positive. In (B)(6) 2015 (45 days later) a third tac revealed the device broke in 3 pieces at the curl of the drainage catheter. It was noted that the drainage was in no traction / tension once implanted. (B)(6) 2015 the proximal part of the drainage catheter was removed, the physician did not attempt to remove the 3 detached pieces from the patient. Two days later, further control was made, and found the broken portions had passed naturally. No patient complications were reported and the patient's status was stable.